Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: an empty syringe of 1.0 ml was received with a cap, no needle in an opened tray and pack. No defect observed to syringe. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: "5. Precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported having one syringe of juvéderm® voluma® with lidocaine that ¿popped¿ during patient injection using the packaged needle. There were no injuries.